Event description:
The customer reported via phone call that she had been having issues with the insulin pump. Customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 with a blood glucose of 368 mg/dl. Customer was wearing the pump at the time of the emergency room visit. Customer is still in the hospital. Customer declined troubleshooting and wants another insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.